Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004, product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported there was poor communication on the patient programmer (pp). The patient was unable to communicate with the implantable neurostimulator recharger (insr) as well. The patient attempted a recharge session, but kept seeing the reposition antenna screen. It was also noted that the patient's recharge belt was broken and he had to use a wrap in order to charge. The patient last felt stimulation in (B)(6) of 2015, two weeks before he noticed the insr was not working. This was also the last time the patient successfully recharged. The reason for not charging was that the patient did not use stimulation all the time. It was noted that the patient was unable to connect with the insr and pp in (B)(6) of 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.